Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. During the procedure, the ep-4 would not establish connection with the claris and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation. Preliminary measurements confirmed system voltages to be within the specified limits and no discoloration of the power supply wiring connector was observed. It was also confirmed that the stimulator failed to successfully execute the post (power on self-test) and communicate with the ep-4 touchscreen pc, which confirms the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported communication issue was isolated to abnormal functionality of the microprocessor.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the ep-4 would not establish connection with the claris and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation. The monitor was replaced and the issue was resolved.